Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; explant date (B)(6) 2025 brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with edema around the right electrode with green secretions and edema in right extension. There was also swelling around the implantable neurostimulator (ins) in chest. Examination and clinical diagnosis determined bacterial infection. The entire system was explanted and not replaced on (B)(6) 2025, resolving the issue. The event also resulted in hospitalization.